Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing treatment when the events occurred. The pdrn stated the primary cause of death was cardiac arrest, secondary to a low ejection fraction (20%) and heart failure. The patient was prescribed a lifevest (wearable cardioverter defibrillator) due to her extensive cardiac history; however, she refused to wear it. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while using the cycler. The cause of death was cardiac arrest, which was not related to pd treatment. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2024. The patient¿s power of attorney reportedly stopped by late morning to have some documents signed and discovered the patient had expired several hours prior (based on rigor mortis). The pdrn reported the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2024 indicated she completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services, and the patient was taken directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest, secondary to a low ejection fraction (20%) and heart failure. The pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The patient was reportedly prescribed a lifevest (wearable cardioverter defibrillator) due to her significant heart disease approximately 1-week prior to her expiration but refused to wear it.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while using the cycler. The cause of death was cardiac arrest, which was not related to pd treatment. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2024. The patient¿s power of attorney reportedly stopped by late morning to have some documents signed and discovered the patient had expired several hours prior (based on rigor mortis). The pdrn reported the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2024 indicated she completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services, and the patient was taken directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest, secondary to a low ejection fraction (20%) and heart failure. The pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The patient was reportedly prescribed a lifevest (wearable cardioverter defibrillator) due to her significant heart disease approximately 1-week prior to her expiration but refused to wear it.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.